Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that they did not know what diagnostics/troubleshooting was done related to the overdose. The hcp accepted the patient at shift change and it was noted that she had a pain pump in place. The hcp said that they assumed since she was altered there was enough clinical evidence that it was an opiate. When asked about the cause of the overdose, the hcp stated that the patient came in right at the end of his last shift and did not see her the next day. Actions/interventions taken included a narcan drip and the pain pump turned down to minimum rate. When asked if the overdose resolved, the hcp stated that they assumed so, but was not sure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) reported an overdose. The hcp stated that the patient was in the intensive care unit (ICU). The hcp stated that the patient is taking po oxy on top of the medication in the pump. The hcp stated that the patient was on a narcan drip. The hcp wanted to discuss how to discontinue therapy temporarily and the programming options available. The manufacturer's technical services specialist (tss) reviewed minimum rate mode and pump stopped mode. The hcp did not have a programmer. Tss provided the national answering service phone number and reviewed the role of the rep. Tss reviewed the use of a magnet if they needed to urgently stop the pump in the meantime.